Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock lead impedance. A boston scientific technical services (ts) suggested the system be evaluated using shock lead impedance testing. No further information was provided. No adverse patient effects were reported. This lead remains in service.